Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the customer experienced sensor glucose versus blood glucose differences with threshold suspend. His sensor glucose was 60 and blood glucose was 156 mg/dl. He was advised that his blood glucose and sensor glucose were not within acceptable range. The sensor will not be replaced for analysis.